Manufacturer narrative:
Follow-up information received on 30-aug-2015: this case has been identified during monitoring of postings an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (posting # FDA-2014-n-0736-1076). Consumer stated that she was part of a clinical trial in 2000. She described the procedure as barbaric and that she suffered horrendously on insertion. A hysterectomy was performed in 2003 when she was (B)(6). The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 14-sep-2015 for the following meddra preferred terms: genital haemorrhage. The analysis in the global safety database revealed (B)(4) cases: abdominal pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted and experienced constant pain and constant bleeding (see as genital bleeding). A hysterectomy was performed. Both events were considered serious due to medical importance and are listed in the reference safety information for essure. Pain and genital bleeding may occur during and following the micro-insert placement procedure. In this case, she experienced these events an unknown time after essure insertion. An alternate explanation is not available. Based on the information provided and considering the event's nature, a causal relationship between these events and suspect insert cannot be excluded. This case was regarded as incident due to the performed surgical intervention. Additionally, non-serious events were reported. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
Follow-up information received on 22-dec-2015 from consumer via regulatory authority (#(B)(4)): the consumer was part of a trial in 2000. She was given 2 ibuprofen 5/10 minutes before procedure started and suffered horrendously to the point of passing out with the first coil going in, she was in agony from the minute those devices were put inside her. The whole procedure was barbaric according to her. She could not walk, let alone drive. She did and screamed the whole 1 mile up to her home. She bled permanently and heavily, she suffered horrendous pains in her left ovary. She was sent to pain management clinics and tried different medication to stop the pain and the heavy bleeding. She was bed ridden in pain for months. She demanded a hysterectomy leaving her ovaries. She finally got her operation in 2003. She stated that essure caused heavy painful periods, muscle pain, migraines, memory loss, mood swings, pain in left fallopian tubes, unable to stand straight or fully bend over, rashes, hair loss, dental problems, eating problems and weight loss. Onset date was reported as (B)(6) 2000. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 23-dec-2015 for the following meddra preferred terms: genital haemorrhage. The analysis in the global safety database revealed (B)(4) cases; pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted and experienced constant pain/ in pain for months on end (interpreted as pelvic pain) and constant bleeding (seen as genital bleeding). A hysterectomy was performed approximately 3 years after essure insertion. Both events were considered serious due to medical importance and are listed in the reference safety information for essure. Pain and genital bleeding may occur during and following the micro-insert placement procedure. In this case, she experienced these events after essure insertion. An alternative explanation is not available. Based on the information provided and considering the events nature, a causal relationship between these events and suspect insert cannot be excluded. This case was regarded as incident due to the performed surgical intervention. Additionally, non-serious events were reported. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority (B)(6) in (B)(6) on 07-may-2015. The female consumer of unspecified age had essure (ess205) (fallopian tube occlusion insert) inserted on (B)(6) 2000. Consumer stated that she was on a trial in 2000. She was given 2 ibuprofen 5 minutes before procedure. She was in agony from the start. She experienced constant pain and constant bleeding, headaches, nausea and dizziness. A hysterectomy was performed within a couple of months of having essure fitted (18 months). No further information was provided. Product technical complaint investigation and final assessment were received on 21-may-2015: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. (B)(4). Final assessment: this is an essure ess205 case since the patient had placement in 2000. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up from 02-jun-2015: no response to follow up requests for further information. Case closed. The list of similar cases contains essure reports received by bayer with similar events coded in (B)(4). In this particular case a search in the database was performed on (B)(6) 2015 for the following (B)(4) preferred terms: genital haemorrhage. The analysis in the global safety database revealed (B)(4) cases. Abdominal pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this (B)(4) pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted and experienced constant pain and constant bleeding (see as genital bleeding). A hysterectomy was performed. Both events were considered serious due to medical importance and are listed in the reference safety information for essure. Pain and genital bleeding may occur during and following the micro-insert placement procedure. In this case, she experienced these events an unknown time after essure insertion. An alternate explanation is not available. Based on the information provided and considering the event's nature, a causal relationship between these events and suspect insert cannot be excluded. This case was regarded as incident due to the performed surgical intervention. Additionally, non-serious events were reported. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
Follow-up received on 29-oct-2015 from consumer: consumer stated that she struggle to eat, there is nothing she wants to eat . She is underweight. She can eat chocolate and drink coffee with plenty of sugar so that's how she has survived the last 15 years. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 09-nov-2015 for the following meddra preferred terms: genital haemorrhage. The analysis in the global safety database revealed (B)(4) cases. Abdominal pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment : this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted and experienced constant pain and constant bleeding (see as genital bleeding). A hysterectomy was performed. Both events were considered serious due to medical importance and are listed in the reference safety information for essure. Pain and genital bleeding may occur during and following the micro-insert placement procedure. In this case, she experienced these events an unknown time after essure insertion. An alternate explanation is not available. Based on the information provided and considering the event's nature, a causal relationship between these events and suspect insert cannot be excluded. This case was regarded as incident due to the performed surgical intervention. Additionally, non-serious events were reported. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.